Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape button dome switch. Inspected the lcd connector and no unlocked connector was noted. The insulin pump had peeling keypad overlay, cracked reservoir tube lip, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working and he had a keypad anomaly. Customer stated that the keypad started coming off and the escape button was stuck in the down position. Customer was calling back to get a loaner pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.